Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after a meal, described as a ¿lunch¿ hyper event, with urine ketones reported as trace to moderate; the user contacted the manufacturer and denied diabetic ketoacidosis. Symptoms included insufficient information to characterize specific clinical manifestations beyond hyperglycemia and ketone presence. Outcomes included insufficient information regarding lasting impact. Investigation included communication with the user, analysis of information provided by the user, and interview-based assessment. Investigation of this case revealed no specific findings, no defined device problem, and no implicated device component due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.